Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation; however electronic photos were received and reviewed. Based on the photo review, the investigation is confirmed for unknown material in the blood. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model 602190 port & catheter, implanted, subcutaneous, intravascular allegedly experienced having foreign material present in device. Of this event, the device was used on the patient with no reported injury. The patient was a 24-year-old male with no weight reported.

Manufacturer narrative:
For the reported event, the 602190 sm ti p.c. Port w/int was returned to the manufacturer. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model 602190 sm ti p.c. Port w/int experienced having foreign material present in device. Of this event, the device was used on the patient with no reported injury. The patient was a (B)(6) male with no weight reported. The 602190 sm ti p.c. Port w/int was returned to the manufacturer and is pending investigation.